Manufacturer narrative:
Investigation summary: the seal of the event unit was returned for evaluation. Upon inspection, engineering found two holes in the septum. The missing pieces of the seal were not returned with the unit. No other damages or defects were noted. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular or asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our initial/final report.

Event description:
Lap cholecystectomy with da vinci - "during the procedure, they noticed a slight leakage (loss of gas) when there was no instrument in the trocar. The seal was exchanged and inspected by (B)(6). According to him the valve does not close correctly." Patient status: ok.